Event description:
The customer reported during a preventative maintenance inspection by an olympus endoscopy support specialist (ess) on the evis exera iii duodeonvideoscope, an endoscopic retrograde cholangiopancreatography (ercp) procedure was completed on (B)(6) 2022. During the procedure, debris from a previous ercp was "pushed out" into the patient during the procedure. Patient "a" had a stent removal where the stent was removed and pulled up through the endoscope channel, part of the stent became lodged in the endoscope. The endoscope was cleaned and on (B)(6) 2022, the device was reused on patient "b" where part of the stent from patient "a" was introduced to patient "b." The endoscope was reprocessed and pulled from use, and an internal investigation has begun at the hospital. The customer reported the debris was removed from the patient with a snare. The patient experienced no adverse effects as a result of this occurrence. The patient required an exposure panel (blood draw) which was negative. The patient's current condition is described as discharged home from the outpatient procedure.

Event description:
Additional information received via medwatch report: during the (B)(6) 2022 ercp procedure, post sphincterotomy and scope insertion, the broken piece of stent was pushed out into the patient's stomach. The piece of stent was immediately retrieved with a snare.